Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue female connector separated from the twist clamp of a peritoneal dialysis (pd) transfer set. This issue occurred at home during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: am (previously submitted as unknown); correction made to a3: gender: male (previously submitted as ni); correction made to e1: initial reporter facility name: (B)(6) (previously submitted as na); correction made to e1: initial reporter address: (B)(6) (previously submitted as ni); correction made to e1: initial reporter city: (B)(6) (previously submitted as ni); correction made to e1: initial reporter state: (B)(6) (previously submitted as na). Additional information: e1: initial reporter postal code, h6. H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.